Event description:
Orange glow/abnormal heating of the handle...localized deformation formed a visible blister on the outer shell...melted a hole- oral-b/power toothbrush "[device temperature issue]". Case narrative: consumer stated via e-mail that the brush handle heated abnormally and melted a hole on housing during brushing. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.